Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the anchor is broken-off at the transition between the hex and threaded portion. The anchor body was not returned. Complainant's event typically caused by over insertion and or prying/leveraging the driver while the implant is still loaded and or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that midway through a total knee arthroplasty case, the tip of the corkscrew suture anchor broke-off into the patient's knee. Per reporter, the surgeon stated that it would cause more damage to try and retrieve the tip rather than just leaving it in. The tip of the anchor was left in the patient. The case was completed with no further incident. Patient is a female, age (B)(6), weighing (B)(6). Follow-up investigation: date of surgery was (B)(6) 2017. Device portion that did not remain in patient has been returned for evaluation. Patient surgery was an open procedure and no additional incisions were made. A corkscrew anchor was being used during the total knee arthroplasty case because the patella tendon was severed and needed to be repaired. The surgeon attempted to repair the patella tendon with the suture anchor.